Event description:
A minimum fill notification was reported by the caller. There was no reported impact to the customer's blood glucose level. The caller successfully reloaded the cartridge onto the pump and resumed insulin delivery.